Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2014-03724. (B)(4) study. It was reported that the patient experienced chest pain. In (B)(6) 2013, clinical status assessment identified the patient's qualifying condition as myocardial infarction and unstable angina. The patient was found to have elevated biomarkers indicating ischemia prior to procedure and the patient was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was located in the proximal right coronary artery (rca) extending to mid rca with 90% stenosis, a length of 23 mm, and reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 28 mm study stent. Post study stent deployment, grade a dissection was noted distal to the target lesion. The dissection was treated with placement of another 3.50 x 8 mm bailout study stent resulting to 0% residual stenosis. One day post-procedure, the patient was discharged on dual antiplatelet therapy. In (B)(6) 2014, the patient developed chest pain. No action was taken in response to the event.